Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation (twitching and zapping) in their lower extremities that varied with position. Reprogramming was attempted, but the issue was unable to be resolved. X-rays revealed that the l4 drg lead had migrated. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025, wherein the l4 lead was explanted and replaced to address the issue.